Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/14/2015 with the following findings: during testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. Unrelated to the complaint, evaluation revealed that the pump case was cracked from the keypad base to the case seal. Also unrelated to the complaint, evaluation revealed that the keypad cover was torn at the ok button. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of contamination was found under any button contacts. No battery cap was returned with the pump. A test battery cap was used to complete all testing. The complaint that the display was dim, faded, and/or discolored was not able to be duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor alleged that the display was dim, faded, and/or discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).